Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed with customer that the patient was visible a few minutes after the case was raised and then both the server time and station time were verified to be matching. The system functioned as intended when the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient did not cross over to pyxis. The patient did not appear on the station or the server. The patient was admitted through the ER and later transferred to tr8south. The user verified that the patient status showed as admitted in the ER (not pre-admit). The user also searched for the patient in epic but was unable to locate the patient record. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.